Event description:
Recipient reported that starting on (B)(6) 2020, hearing performance with the device decreased, sound was extremely soft about 25% of what it previously sounded like. When pressing on the coil, sound only minimally improved. As per information received on may 12, 2020 hearing performance increased when user was massaging the area inferior of the magnet. However, this improvement didn't last. Remapping didn't improve recipient's hearing performance with the device. The recipient was re-implanted with a new device on (B)(6) 2020. This report refers to 9710014-2020-00259. For further information please refer to this report.